Manufacturer narrative:
The insulin pump was monitored for two days with no unexpected alarms or reset anomaly. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that the insulin pump returned an error message and shut off. Customer reported that the insulin pump then reset and counted from one to ten. Most recent blood glucose level was 72 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.